Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the sealed over pouch. Upon inspection, it was observed that the blue cap was loose at the end of the line. The device was filled with 3564 mg of fluorouracil and a total volume of 115 ml of 0.9% sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between october 1-2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed droplets of fluid inside a purple color bag that contained the device, which suggested a leak may have occurred inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.